Manufacturer narrative:
All available information was investigated, and the reported inability to remove the lock line was confirmed via returned device analysis. Additionally, a knot in the lock line was observed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on the information reviewed, the inability to remove the lock line is due to the observed knot in the lock line. However, a cause for the observed knot in the lock line could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the inability to remove the lock line. It was reported that this was a mitraclip procedure performed to treat functional mitral regurgitation (mr) grade 3-4. The clip delivery system (cds) was advanced to the mitral valve. During clip deployment, after retracting the lock line approximately 20cm, the lock line could not be removed. Force was increased during the attempt to remove the lock line, the lock line was removed a little more but could not be removed. The clip was deployed and the cds and steerable guide catheter were removed. The lock line came out with the cds and was able to be removed. Mr was reduced to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.